Manufacturer narrative:
Based on available information, medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious illness to a patient. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the patient to the risk of wound contamination which may result in wound infection. The product insert under precautions and observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. A lot number was not provided. Therefore, we are unable to confirm the specific manufacturing site. Both potential manufacturing sites have been listed below. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected.

Event description:
The reporter states the welding between the inflation port and the line was torn; water gradually leaked from this area.